Manufacturer narrative:
This lead was explanted and replaced (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device check, it was noted the threshold was increased from the previous interrogation. After reviewing the information, the physician believes the lead was not long enough for the patient. A revision will be scheduled and the device was reprogrammed until the revision can occur. There were no adverse patient side effects reported.

Manufacturer narrative:
(B)(4).

Event description:
During a device check, it was noted the threshold was increased from the previous interrogation. After reviewing the information, the physician believes the lead wasn't long enough for the patient. A revision will be scheduled and the device was reprogrammed until the revision can occur. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.